Manufacturer narrative:
(B)(4). The device was serviced by a service technician as part of preventative maintenance. A visual inspection was performed. Visual inspection revealed a blown fuse. The cause of the blown fuse was not determined. To correct the condition, the fuse was replaced. The pump was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a blown fuse. No additional information is available.